Event description:
The healthcare professional reported that the patient moved during flap creation during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The system was successfully verified prior to and after the surgery date. Latest preventive maintenance confirmed that system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows twenty-two successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows the total treatment duration was around one minute and forty-nine seconds. The surgeon lost vacuum one once and vacuum two three times during the docking process/before the treatment. Suction ring and patient interface was docked four times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Multiple docking attempts, long suction times, a decentered docking and ablation as well as fluid under patient interface (visible from treatment report) are indicators that user had difficulties with docking, and patient was probably nervous. The company representative was on site. According to description from company representative, surgeon is very fast and can and will push buttons on the system if tech isn't fast enough. Patient moved during flap creation in left eye. The right eye was completed without issues. Patient was moved to system for treatment. Right eye treated first, then left eye. In the mist of on focusing training the tech, without realizing that the surgeon went ahead and attempted to lift left eye flap. He had difficulty and was very aggressive and ultimately was able to fully lift the flap and completed treatment. After the patient was moved to post-op room, the company representative reviewed and discussed with surgeon regarding company recommendation on event such as this, and advised him that it would have been best not to lift that flap and send the patient home. Surgeon stated that it lifted fine and did not show concern or worried about patient's outcome. No technical root cause was identified as the product was found to be within specifications. The root cause it patient condition related. The manufacturer internal reference number is: (B)(4).